Event description:
Pt states having difficulty injecting insulin thru pen needles and also says some of the needles have a "bur" that makes injection painful. Dose, frequency and route used: use 4 daily as directed. Therapy dates: (B)(6) 2010 - current.